Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13327. It was reported the patient was experiencing ineffective stimulation. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein both the leads were repositioned. Therapy was restored after surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-13327.